Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. It was unable to verify the unresponsive button, scrolling number display anomaly and battery out limit alarm due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he went fishing and swimming the day before and the insulin pump got wet. He stated that he left the device on a chair and the wind blew the chair over and the insulin pump fell in the water. The customer also reported that the day of the call the numbers were ramping on their own, he received a battery out limit alarm and the buttons were not responding. Blood glucose value was 219 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.